Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the device made a noise when starting up. The control bar was not in the correct position and the device was out of calibration. The bearings, control bar, shaft, and lever were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Event description:
It was reported that during surgery, the unit rips the graft. There was no patient harm or injury. There was no unexpected medical intervention required. An additional unplanned skin graft was not required to complete the surgery. There was no surgical delay. Another device was used to complete the operation. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.